Event description:
Seven years following implantation, this pt developed a cholesteotoma in the middle ear and the electrode array migrated from the cochlea. The device was surgically explanted and will be replaced in 4-6 weeks.